Event description:
It was reported that during a superficial femoral artery (sfa) dilation treatment procedure a tip detachment occurred. Vascular access was obtained via the femoral artery. The 40 to 50 mm in length, de novo target lesion was located in the non-tortuous and mildly calcified, 6mm in diameter sfa. This platinum plus- guide wire was selected and was advanced to the lesion; however the tip of the guide wire broke inside the patient at the femoral stenosis site. The tip had a loop, which was removed without putting the guide wire straight and the loop detached. Around 3cm of the tip remains inside the femoral artery. The procedure was completed by stenting over the detached portion of the guide wire. No further patient complications were reported and that patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the distal tip was unraveled, with the spring tip elongated and the absence of the ball weld. All outer diameter measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a superficial femoral artery (sfa) dilation treatment procedure a tip detachment occurred. Vascular access was obtained via the femoral artery. The 40 to 50 mm in length, de novo target lesion was located in the non-tortuous and mildly calcified, 6mm in diameter sfa. This platinum plus' guide wire was selected and was advanced to the lesion; however the tip of the guide wire broke inside the patient at the femoral stenosis site. The tip had a loop, which was removed without putting the guide wire straight and the loop detached. Around 3cm of the tip remains inside the femoral artery. The procedure was completed by stenting over the detached portion of the guide wire. No further patient complications were reported and that patient's status is stable.

Manufacturer narrative:
(B)(4).